Event description:
The patient received scs system implanted supra orbital (off-label) on (B)(6) 2011. It was reported that the patient had no stimulation from the lead and the impedance had high invalid values on all contacts. In the following days, the left lead values became invalid. The leads and the extension were tested and the extension was replaced by a new extension.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.